Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the enclosure feet and cord retainer were found to be missing. Additionally, the device failed the proximal pressure verification test step during testing. There was no reported patient involvement. The device was recalibrated to address the issue.